Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised with biomet product on (B)(6) 2014 due to an unknown reason. During the procedure, the arcos stem screw would not lock. Bone wax was utilized on top of the screw in order to complete the procedure.

Event description:
It was reported that patient underwent total hip arthroplasty receiving a biomet hip on (B)(6) 2011 and was revised to a competitor hip on an unknown date due to a patient fall. Another revision procedure was performed on (B)(6) 2014 due to infection and biomet femoral components were implanted. During the procedure, the arcos stem screw would not lock. Bone wax was utilized on top of the screw in order to complete the procedure. Subsequently, the patient suffered another fall and a revision procedure was performed on (B)(6) 2014 where the biomet femoral components were removed and replaced. A further revision procedure was performed on (B)(6) 2014 where all components were removed and replaced with cement spacers due to infection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unavailable at the time the initial report was sent.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "accepted practices in postoperative care are important.....excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear." This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-03781 & 07391 / 07393).

Event description:
It was reported that patient underwent total hip arthroplasty receiving a biomet hip on (B)(6) 2011 and was revised to a competitor hip on an unknown date due to a patient fall. Another revision procedure was performed on (B)(6) 2014 due to infection and biomet femoral components were implanted. Subsequently, the patient suffered another fall and a revision procedure was performed on (B)(6) 2014 where the biomet femoral components were removed and replaced. A further revision procedure was performed on (B)(6) 2014 where all components were removed and replaced with cement spacers due to infection.